Event description:
It was reported that the patient was in the hospital and was experiencing nerve issues in the stomach area. The patient's ER physician wanted the stimulator turned off to see if that would resolve the issues the patient was having. The ER staff had tried to contact the healthcare provider, but it was believed he was out of the country at the time. Two days later, it was noted that the patient was still in the hospital. Nothing had been done to date. The manufacturer's representative planned to see the patient and interrogate the device. If additional information is received, a follow up report will be sent.

Event description:
Additional information received noted that diagnostics were performed and the system had appropriate impedances. The hospital did x-rays and everything seemed normal. The patient was still not diagnosed. The patient had begun to taper down on pain medication which was thought to be another possibility. At the physician's request, the unit was turned off. The patient's pain persisted. The unit was turned back on. The last information this reporter had was that the patient was going to try to go see an individual in (B)(4).

Manufacturer narrative:
Lead: model # 435135, lot # nht016056n, implanted 2011 (B)(6), explanted unknown; lead: model # 435135, lot # nht016055n, implanted 2011 (B)(6), explanted unknown.